Event description:
It was reported the pt had been experiencing pain at the ipg pocket site. The physician allegedly determined the ipg appears to be at an angle and could possibly flip. The pt reported effective stimulation coverage and that he has lost weight. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.